Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the provided pictures identified the part and lot number of the device. The tip of the device is broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a small hex screwdriver was broken off during locking screw insertion. Tip was removed and shaft recovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use with some wear and tear on the quick connect portion of the screwdriver. The hex feature at the distal end of the screwdriver is twisted and has fractured off and was not returned with the device. Confirmed that the screwdriver is not cannulated and measured the three features of the screwdriver and all were conforming to the print specification. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.